Manufacturer narrative:
The device remains implanted in the pt and is not available for eval. No device identifiers are available at this time. Stent malpositioning, inflammation, hypopyon, paracentesis, pain, and iris damage are listed in the device labeling as known inherent risks of cataract and glaucoma stent surgery. (B)(4).

Manufacturer narrative:
(B)(4). Submitted to FDA on 08/03/2015.

Event description:
Additional information was provided by both the patient and the ophthalmologist who is providing follow-up care. The patient was examined on (B)(6) 2015 and scar tissue was observed. The patient was examined on (B)(6) 2015 and the istent was not able to be visualized (using gonioscopy). The patient is doing quite well. Bcva improved to 20/30 n the operative eye and mild inflammation was observed (high and broad adhesions of the iris to the incision). A mild corticosteroid eye drop was prescribed. On (B)(6) 2015, the doctor provided and update stating that he had requested a copy of the culture report from the implanting surgeon and there was no growth on any of the cultures. The patient has been scheduled for ubm analysis on (B)(6) 2015.

Manufacturer narrative:
The device history records were reviewed for this manufacturing and sterilization lot and there were no issues found that relate to the reported adverse event. (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that the initial cataract surgery with istent implantation in the patient's left eye was uneventful. One week postoperatively, the patient presented with endophthalmitis, hypopyon, and intraocular inflammation. The eye was cultured and the p. Acnes was identified as the causative bacteria. The patient was treated with an intraocular injection of steroid/anti-inflammatory medication. Preoperatively, the patient's rbcva in the operative eye was 20/20; the patient's most recent postoperative bcva is count fingers at 14". The iris folds/fibroids did not result in any adverse impact to the patient. On (B)(6) 2014, the patient underwent a procedure to sever the synechiae and at this time the surgeon did exploratory surgery to locate the istent, but the stent was not able to be visualized. Patient later underwent partial vitrectomy with tap by retina specialist and suffered a retinal detachment during the postop course and subsequently underwent scleral buckle surgery for repair on (B)(6) 2014. Additional information was provided on 02/20/2015 by the patient, who reported that she had undergone uncomplicated cataract surgery with istent implantation in the fellow eye in (B)(6) 2014 and has had no problems with this eye (right eye). She reports that she is now blind in the left eye as a result of problems originating with surgery and has been told by 2 eye specialists that her istent is not in its place. She has had several imaging procedures and the stent cannot be found. She also had to be admitted to a skilled nursing facility for 14 days to treat her retinal detachment.

Manufacturer narrative:
MFR reference #: (B)(4). Submitted to FDA on 09/10/2015. Note: glaukos originally submitted this smdr to FDA on 9/10/15 and the FDA had not set up our production account properly and as a result this MDR was not successfully received by FDA. FDA stated that they would honor the original date of submission.

Event description:
The patient underwent ubm analysis on (B)(6) 2015 in order to attempt to visualize the istent. The echogenic image shows the stent, which appears to be implanted in the supraciliary space (malpositioned).

Event description:
The surgeon report that he implanted the stent, but postoperatively he could not see the stent snorkel and he is not sure where the stent is. He suspects it may have been implanted in the iris. The surgery was a couple of months ago and the pt has inflammation postoperatively and has been on several different medications to calm the eye. Stent imaging was attempted with both MRI and ubm; however, the stent was not able to be visualized. The pt has been in pain and there is an area where the iris folded up and the iris has fibrosed to the anterior capsule. Paracentesis was performed and during this procedure sterile hypopyon was observed. Additional info has been requested.